Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that fluid leaked from a crack in the filter that was connected to the patient's PICC line. The filter was replaced. There was no report of patient harm.

Event description:
The customer reported that fluid leaked from a crack in the filter that was connected to the patient's PICC line. The filter was replaced. There was no report of patient harm.